Manufacturer narrative:
The device was evaluated by the returns department which found that the controls are defective.

Event description:
It was reported by dealer that the 5lpm light does not illuminate and he is unable to convert to test mode.

Manufacturer narrative:
Follow up will be filed if additional information is received.

Event description:
It was reported by dealer that the 5lpm light does not illuminate and he is unable to convert to test mode. MDR filed to FDA.